Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a malfunction code and the pump display was not showing. The customer's blood glucose (bg) level was 51 mg/dl and juice was consumed to address the bg level. The customer did not know the cause of the low bg. The customer reverted to using insulin injections for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged issues could not be verified; however, a different issue was identified.